Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 976 mg/dl earlier, and that his blood glucose has since decreased to 476 mg/dl. The customer did not report any symptoms of hyperglycemia. He treated with a 6-unit insulin pump bolus. Troubleshooting was initiated and the drive support cap appeared normal. The customer was able to prime with the current set as well. However, an air bubble was found in the reservoir. The customer declined to check their set for issues. He also declined to check his insulin pump settings. The customer was advised that the air bubble may have caused his high blood glucose. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. The call disconnected before further troubleshooting could occur. No products were returned or replaced.